Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. The device has the body kinked in the middle of the device, and the distal tip detached in the polymer section at 298cm form the proximal section however the distal tip was not returned. Overall length couldn't be measured due to the device condition. The polymer section detached has polymer fibers exposed. The outer diameter (od) of polymer section near to the section detached, middle of the device and the proximal are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment and vessel dissection occurred. The target lesion was located in a very angulated left anterior descending (lad) artery. A 300cm j-tip pt 2 guide wire was advanced to the lesion using a non-bsc micro catheter. The microcatheter was able to access the lesion using maximum deflection but the guidewire could only cross a small septal branch in the middle of the lesion. After several maneuvers of the device to completely cross the lesion, the distal tip of the pt 2 guide wire detached which caused a dissection around the diagonal branch with complete occlusion of the flow. An attempt was made to restore flow by advancing a 180-inch non-bsc guide wire to the true lumen of the diagonal branch failed did flow did not improve and there was doubt as to whether the guide wire was actually in the true lumen. Subsequently, a 2.0 x 20mm nc quantum balloon catheter was advanced for dilatation; however, blood flow again did not improve. Another non-bsc micro catheter was advanced to ensure positioning in the true lumen but the device failed to cross the diagonal branch. A 2.0 x 12mm emerge balloon catheter was advanced and angiography was performed to make sure the device was in the true lumen. After confirmation, a 2.5x38mm non-bsc stent was advanced but failed to cross the diagonal branch. Another dilatation was performed with a 2.5x20mm non-bsc balloon catheter followed by an unsuccessful attempt was to implant a long stent. Two non-bsc guide wires were advanced to retrieve the detached pt 2 guide wire tip without success. A new 300cm guide wire and micro snaring device, looped at the end, also failed to retrieve the pt 2 guide wire tip. Consultation with a cardiovascular surgeon revealed it would be virtually impossible to surgically remove the detached pt 2 guide wire tip due to its very proximal position. A 2.5x12mm non-bsc stent was advanced and implanted at 16 atmospheres over the detached pt 2 guide wire tip, burying the tip in the intimal of the vessel behind the mesh of the stent. Other overlapping stents were implanted. Final angiographic images revealed a very good aspect in the lad proximal diagonal branch without residual injuries and distal timi flow 3. The main target lesion in the lad was unchanged and a surgical intervention was planned for its treatment. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire tip detachment and vessel dissection occurred. (B)(6) the target lesion was located in a very angulated left anterior descending (lad) artery. A 300cm j-tip pt² guide wire was advanced to the lesion using a non-bsc micro catheter. The microcatheter was able to access the lesion using maximum deflection but the guidewire could only cross a small septal branch in the middle of the lesion. After several maneuvers of the device to completely cross the lesion, the distal tip of the pt² guide wire detached which caused a dissection around the diagonal branch with complete occlusion of the flow. An attempt was made to restore flow by advancing a 180-inch non-bsc guide wire to the true lumen of the diagonal branch failed did flow did not improve and there was doubt as to whether the guide wire was actually in the true lumen. Subsequently, a 2.0 x 20mm nc quantum balloon catheter was advanced for dilatation; however, blood flow again did not improve. Another non-bsc micro catheter was advanced to ensure positioning in the true lumen but the device failed to cross the diagonal branch. A 2.0 x 12mm emerge balloon catheter was advanced and angiography was performed to make sure the device was in the true lumen. After confirmation, a 2.5x38mm non-bsc stent was advanced but failed to cross the diagonal branch. Another dilatation was performed with a 2.5x20mm non-bsc balloon catheter followed by an unsuccessful attempt was to implant a long stent. Two non-bsc guide wires were advanced to retrieve the detached pt² guide wire tip without success. A new 300cm guide wire and micro snaring device, looped at the end, also failed to retrieve the pt² guide wire tip. Consultation with a cardiovascular surgeon revealed it would be virtually impossible to surgically remove the detached pt² guide wire tip due to its very proximal position. A 2.5x12mm non-bsc stent was advanced and implanted at 16 atmospheres over the detached pt² guide wire tip, burying the tip in the intimal of the vessel behind the mesh of the stent. Other overlapping stents were implanted. Final angiographic images revealed a very good aspect in the lad proximal diagonal branch without residual injuries and distal timi flow 3. The main target lesion in the lad was unchanged and a surgical intervention was planned for its treatment. No further patient complications were reported and the patient's status was stable.